Event description:
It was reported to boston scientific corporation that a rx dilatation balloon catheter was used during a biliary dilatation procedure. Accordingly to the complainant, the balloon burst inside the biliary duct. It was further reported that the device was retracted from the endoscope; the balloon was noted to be intact, with no detached fragments. The procedure was completed with another rx dilatation balloon catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Visual examination of the returned device revealed that the balloon was torn/longitudinally. The catheter shaft did not exhibit any anomalies. The cause of the reported is undetermined; however, it is likely attributable to procedural use.